Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that prior to a surgical procedure the system reset and rebooted itself unintentionally. The surgery was initiated and completed as planned. There was no patient involvement.

Manufacturer narrative:
The customer reported that the system was reset and rebooted unintentionally. After the system reboot, the surgery was completed. There was no patient impact. The company service representative examined the system and could not replicate the reported event. The company service representative replaced the host module as a preventive maintenance. The system was then tested and met all product specifications. The system was manufactured on july 11, 2016. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).